Event description:
The autopulse platform (sn (B)(4)) was used to resuscitate a 58 years old male patient (220 lb) in cardiac arrest. Per the reporter, the patient had a history of diabetes, congestive heart failure (chf), and high blood pressure (htn). No trauma was observed, the patient was laying supine on the floor with sheriff's department personnel performing CPR when the fire department crew arrived. A cardiac arrest was witnessed. The patient last time was seen as conscious approximately one hour before. Manual CPR was performed by the first responders for an unknown period before the emergency crew's arrival. The manual CPR was continued by the emergency crew for 6 minutes before the patient was placed on the autopulse platform. Per a reporter, the platform could not perform any compressions and powered off. The crew replaced the battery and the lifeband was retracted, however, the platform displayed user advisory (ua) 12 (lifeband not present) followed by the (ua) 02 (compression tracking error) error message. In addition, the crew noticed that the autopulse lifeband (lot # unknown) hinged belt guard that snaps into the autopulse platform was broken. The use of the platform was discontinued and the crew immediately revert to manual CPR. The patient was placed onto the stretcher and then into the rescue unit. The crew continues to perform manual CPR for 18 minutes during the patient's transport to the hospital. The return of spontaneous circulation (rosc) was not achieved, and the patient was pronounced later in the hospital by an emergency room doctor. The cause of death was cardiac arrest. Per the reporter, the patient's death was not related to the autopulse platform. Per the reporter, the load plate cover of the platform was damaged in the hospital when another CPR device was used. After the call, upon arrival at the station, the customer experienced difficulty removing the autopulse li-ion battery (sn unknown) from the platform battery bay as the battery's connector was deformed. The user pried the battery from the platform. The user replaced the lifeband and the battery and ran the platform for 4 compression cycles with a manikin. During the test, the user noticed the lifeband was shifting on the manikin making stress on the bands. The reported (ua) 12 and the (ua) 02 errors were not duplicated during the test. In addition, the platform was making a rattling noise when the device position changed from horizontal to vertical. Please see the following related MFR reports: MFR 3010617000-2022-02021 for autopulse battery (sn unknown). MFR 3010617000-2022-01981 for autopulse lifeband (lot# unknown).

Manufacturer narrative:
The reported complaint that the autopulse platform (s/n (B)(4)) stopped compressions and powered off a user advisory (ua) 12 (lifeband not present) followed by the (ua) 02 (compression tracking error) error messages were confirmed during archive data review but not during functional testing. Per the archive, the autopulse platform stopped compressions due to user advisory (ua) 17 (max motor on-time exceeded during active operation) error message and then shut off four times, followed by (ua) 12 and (ua) 02 error messages. No malfunction was found during testing at zoll, and the autopulse platform functioned appropriately and as intended. Based on data recorded in the archive, the likely root cause of the reported complaint resulted from the patient's size and the stiffness of the chest. During visual inspection, observed the load plate cover was ripped, confirming the customer complaint. The observed physical damage was a result of user mishandling. The load plate cover was replaced to address the observed physical damage. In addition, the report of the rattling noise coming from the platform were loose pieces of the cracked bottom enclosure. Also, during a further inspection, unrelated to the reported complaint, the front, and the bottom enclosures were observed cracked at the screw well area and both of the head restraints on the top cover were missing. The head restraint wires could have been cut to free the patient from the platform, or the user could have been lifting the platform by holding the head restraints. Missing head restraints do not render the autopulse platform non-functional. The root cause of the observed physical damages is likely attributed to user mishandling. The front and bottom enclosures and top cover were replaced to address the observed physical damages. The autopulse platform passed the initial functional test without any fault or error and the observed (ua) 17, (ua) 12, and (ua) 02 errors seen in the archive could not be reproduced. Nevertheless, the power distribution board was replaced as a preventive precautionary measure to address the device shutdown, as there may have had some intermittent technical problems that could not be directly identified during the functional testing. The lifeband clip detect switch inspection shows that the switch lever was able to close and is in a parallel position. The platform was verified using a standard belt test clip aid, the platform was tested and operated as intended. A load cell characterization test was performed and confirmed that both cell modules function within the specification. Based on the archive review, the device stopped compression to (ua) 17 and then shut off four times followed by multiple occurrences of (ua) 12 and (ua) 02 recorded on august 5, 2022. The date the problem occurred is not matched the reported event date ((B)(6) 2022). The root cause of the corrupted dates in the archive could not be determined, however, repeated power cycling of the device or an unexpected shutdown of the device could be the cause of the archive data corruption. To address the observed issue the apvision 3 software was used to clear all the corrupted archive data, and the latest firmware was re-installed. Based on the archive the root cause of the (ua) 17 error was determined to be a patient's size and the stiffness of the chest. User advisory is normally a clearable error message and is designed into the autopulse platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 12 indicates that the autopulse has detected that the lifeband is not properly installed. The recommended action for this type of user advisory is to ensure that the band clip (underneath the device) is properly seated in the driveshaft and can freely rotate after insertion. Per the battery hangtag - advisory codes description and action, user advisory 02 is an indication that autopulse platform has detected a change in lifeband tension. This advisory can happen when the patient or lifeband is out of position, or if the lifeband is opened during active operation. The recommended actions to take for this type of user advisory are: ensure that the lifeband is properly closed. Pull up completely on the lifeband, ensure that both the patient and the band are properly aligned, and press restart. Following service, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. The autopulse platform passed the final testing without any fault or error. The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR, adjunctive use only indication is prominently displayed on device labels and in the device manual. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions when effective manual CPR is not possible. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.